Event description:
During a routine demonstration of songbird's disposable hearing aid, using the co's prescription selector, a device which is used to test physical fit and acoustic parameters, the pt (a hearing aid dispenser) could not remove the attached songbird hearing aid from the right ear. After several attempts, the pt did remove the unit but experienced pain and bleeding within the ear canal. The next day when the pt went to an ear, nose, and throat physician, pt's physician reported blood in the canal with possible barotrauma. On re-examination two weeks after the event, the physician observed an osteoma within the ear canal and dried blood near the tympanic membrane.